Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400731983. History inspection: the device history files from the reported date of occurrence, 2025-09-11, were investigated. After an upstream alarm, the infusion was continued with a rate of 0,87ml/h at 02:25am. At 04:34am another upstream alarm occurred, and the infusion stopped. At this time, 1,41ml was infused. Visual inspection: the cover caps on the screw pillars were intact and undamaged. The seal on the lower housing was missing. The device shows age related signs of wear and tear and the operating unit was found to be damaged. Functional inspection: the device passes the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: 0,33 bar (should be: 0,1-0,7 bar). Pressure stage 9: 0,96 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: 1,90 bar (should be: 1,8-2,5 bar). Pmin: 1,56 bar (should be: >1,5 bar). Safety clamp was checked: pmin: 1,77 bar (should be: >1,2 bar). The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,50% (accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). The device matches the required values and standards. All measured values are within our specification. Conclusion: the defect could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: "pt on insulin infusion post surgery due to t2dm. Insulin bag running at 0.873 at handover. Continued 1/24 bsl. Pump alarmed new insulin bag (actrapid) bag made and checked x2 nurses. New bag commenced at 0255 at same rate no rate change continued to do 1/24 bsl as per protocol. Pump alarmed at 0425 saying check upstream noticed bag was empty. Bsl 2.5mmol called cat rmo to inform for assistance. 100ml bolus 10% glucose given stat. Pt alert orientated asking to eat and drink. 2x apple juice, biscuits and crackers given. Bloods taken from art line."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). History inspection: the device history files from the reported date of occurrence, (B)(6) 2025, were investigated. After an upstream alarm, the infusion was continued with a rate of 0,87ml/h at 02:25am. At 04:34am another upstream alarm occurred, and the infusion stopped. At this time, 1,41ml was infused. Visual inspection: the cover caps on the screw pillars were intact and undamaged. The seal on the lower housing was missing. The device shows age related signs of wear and tear and the operating unit was found to be damaged. Functional inspection: the device passes the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: 0,33 bar (should be: 0,1-0,7 bar), pressure stage 9: 0,96 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: 1,90 bar (should be: 1,8-2,5 bar), pmin: 1,56 bar (should be: >1,5 bar). Safety clamp was checked: pmin: 1,77 bar (should be: >1,2 bar). The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,50% (accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). The device matches the required values and standards. All measured values are within our specification. Conclusion: the defect could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.